Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on coupler unit, there is a lack of image on the monitor. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. Coupler unit is loosened and not secured: the most probable cause of this failure is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited lack of image and coupler unit was loosened. There was no patient involvement.